Event description:
The pt reported problems with charging the implant. The pt was seen by an advanced bionics rep for device eval. The surgeon replaced the implant with another advanced bionics spinal cord stimulator.